Event description:
During the training exercise, the autopulse platform (sn: (B)(6) displayed the "system error, out of service, revert to manual CPR." Message. The device powers off with the new battery. No further information was provided. No patient involvement.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn: (B)(6) displayed the "system error, out of service, revert to manual CPR" error message was confirmed during initial functional testing and archive data review. The root cause for the system error was due to the failure of the processor board, likely attributed to the device's aging, the device life expectancy is 5 years. The autopulse platform was manufactured in october 2006 and is over 18 years old. The archive data review showed the occurrence of system error, user advisory (ua) 136 (internal parameter corrupted) error message. During the initial functional test, the platform displayed a "system error, out of service, revert to manual CPR" error message during power on, thus confirming the reported complaint. To remedy the error message, the failed processor board needs to be replaced. The last autopulse 1.1 was manufactured in 2009. As of july 2016, zoll announced the end of life for autopulse 1.1. Many important components used in autopulse 1.1 are no longer available further restricting our ability to service. Zoll offered the customer a replacement device. Therefore, no service was performed, and the autopulse platform will be scrapped at zoll. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number: (B)(6).